Manufacturer narrative:
The device was received and evaluation was completed. The device received preventative maintenance testing, which included a visual assessment as well as functional testing. The device failed preventative maintenance testing due to false upstream occlusion alarms. Service evaluation verified the false upstream occlusion alarms. The device was determined to not meet all product specifications related to the reported event. The false upstream occlusion was verified. The cause was determined to be continuity across the ultrasonic crystals and the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a constant occlusion alarm during testing at the local baxter facility. There was no patient involvement associated with this event. No additional information is available.